Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted on the rv lead. The lead was capped and replaced. The patient is recovering.